Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about four months, elevated shock impedance values were reported. In the clinic, a synchronized shock was reportedly performed successfully to check the function of the device. Finally it was decided to explant the device. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found without the df-1 connector which was cut approx. 8 cm distal to the is-1 connector pin. The received lead fragment was subjected to an extensive analysis. The performance of the lead was scrutinized,including a visual, mechanical and electrical inspection. The analysis revealed a deformed svc shock coil. Furthermore the conductor cable to the svc shock coil was found severed from the svc shock coil. The analysis indicated that these damages most likely occurred at explant. No conductor fracture which occurred invivo was observed. With regard to the issues mentioned in the complaint description, the analysis did not show any further deviations from the technical specifications. Since the df-1 connector of the svc coil was not returned for analysis, no final conclusion regarding the root cause of the clinical observation can be drawn. The analysis did not reveal any sign of a material or manufacturing problem.